Event description:
It was reported that a user administered an external insulin pen dose for a planned meal while still connected to the ilet and was subsequently paused insulin delivery for longer than instructed, resulting in hyperglycemia with a reported blood glucose of 345 mg/dl. The device did not generate alerts or alarms, and delivery was later resumed with counseling on avoiding outside insulin and insulin stacking. Symptoms included hyperglycemia. Outcomes included restoration of glucose to 120 mg/dl after resuming delivery and use of automated corrections. Investigation included customer service troubleshooting and use education. Investigation of this case revealed user technique error related to administering outside insulin while on ilet and prolonged pause of insulin delivery. It was concluded that the event was attributable to user error, with the device functioning as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.